Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that patient underwent excision of vaginal mesh, cystoscopy, open cystotomy with abdominal excision of eroded sling mesh, and open bladder biopsy on (B)(6) 2013 due to abdominal pain, extruded vaginal mesh, eroded sling mesh in the bladder, and chronic cystitis. (B)(4).